Event description:
It was reported the omnipod 5 pod triggered a loud alarm while the patient was swimming; the pod itself was beeping and the outer shell appeared cracked and possibly melted. The reporter denied contact with sunscreen near the pod location. The pod was worn for between 37 and 48 hours. No patient harm was reported and no medical assistance was required. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.